Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped during pullback. The physician took the myngrip out and used manual compression to complete the procedure. There was no sealant deployed. There was no reported patient injury. The operator was trained to use the device. The device was opened in a sterile field. The mynx vcd was used in a diagnostic peripheral procedure. The procedure used a retrograde approach. A 6f 11cm avanti sheath was used. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of pvd / calcium in the vicinity of the puncture site. The patient has recovered. The device will be returned for evaluation. The product was not returned for analysis. A product history record (phr) review of lot f2033504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped during pullback. The physician took the myngrip out and used manual compression to complete the procedure. There was no sealant deployed. There was no reported patient injury. The operator was trained to use the device. The device was opened in a sterile field. The mynx vcd was used in a diagnostic peripheral procedure. The procedure used a retrograde approach. A 6f 11cm avanti sheath was used. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of pvd / calcium in the vicinity of the puncture site. The patient has recovered.